Event description:
Revision surgery - the patient had a djo reverse shoulder prosthesis (rsp) implanted after revising a failed zimmer hemi-arthroplasty. After 5 years, the patient had ascetic loosening of the cement/bone interface. The surgeon decided to revise and implant to a longer stem. The revision had nothing to do with the implant, but was a failure of the cement/bone interface.

Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this revision surgery was ascetic loosening of the cement/bone interface. The in-vivo length of patient service for the implant was 4 years and 10 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the product that may have contributed to the event. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the loosening. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the loosening. There are many factors that may contribute to the event that are outside the control of djo surgical, such as: loose joints from inadequate soft tissue support, degenerative tissue or bone, patient activities or trauma. The agent has mentioned that the revision had nothing to do with the implant but was a failure of the cement/bone interface. So, it might possibly occurred due to patient bone deterioration. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.